Manufacturer narrative:
Additional information in h4, h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from an unspecified location. This occurred during use for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.